Event description:
Patient status post external fixation implant returned to surgeon for post op visit. Surgeon noted the schanz pin was broken. Surgeon removed the hardware and revised the patient to a splint.

Manufacturer narrative:
Additional information has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device record review has been requested.